Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.

Event description:
It was reported that during the third inflation the pta balloon would not inflate and a leak was noted at the strain relief. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported patient injury.